Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe was unable to cut through the vitreous and aspiration was normal during vitrectomy surgery. The surgery was completed after replacing it with new product. There was no patient impact.